Event description:
The reporter stated that the hospital used a kirschner wire without sterilizing it. The reporter stated that the device was used during a surgical procedure as a temporary fixation during reductions of fractures. The wire was not permanently implanted. The hospital reported that the patient is receiving follow-up care. The hospital was fully aware that the device is supplied as nonsterile. The device was supplies with a checklist that stated: all k-wires require sterilizing as they are packaged non-sterile, and are single use items only.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.